Event description:
Atrial lead inpedance: 12/2002 455 ohms, 6/2003 >3200 ohms. Atrial capture: 12-2002 1.8v @ 0.4 ms pw, 6-2003 no capture at 7.2 v. Question lead fracture? Ref. To dr. Lead removed with laser extractor in 2003.